Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a loose ion-selective electrolyte (ise) tubing which was dirty and occluded. The fse cleaned the ise unit and replaced the ise tubing to resolve the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of intermittent low anion gap patient results on their au5800 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics. The customer repeated the patient samples on their other au5800 instrument with results considered normal.